Event description:
This cath lab pt was having an interventional procedure performed in the right coronary artery. Two stents were placed. The balloon was inflated and ruptured. They could not get the balloon out over the stents. The pt had open heart surgery to remove the balloon. The informed consent process explains complications of heart catheterization might necessitate open heart surgery. The pt would have been admitted regardless of the complication. The pt did fine.